Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Several notations that post revision surgery (procedure on (B)(6) 2018) patient reports pain in anterior aspect of left knee and generalized swelling after long periods of standing, walking and stair climbing being managed with medication and nsaids. Patient requested non-surgical and conservative management to address pain in l knee/low back and reports willingness to accept injections (noted on (B)(6) 2019). Patient reports some l knee pain relief secondary to lumbar injection (lesi procedure ¿ spine epidural steroid injection) administered on (B)(6) 2019. Progress note documents that the chronic low back pain and radiculopathy contributes to the reported l knee pain (noted on (B)(6) 2019). Patient receives physical therapy from (B)(6) 2019 through (B)(6) 2019 to address pain and bilateral hip flexor weakness with diagnosis of lumbar radiculopathy. Latest radiological reports ((B)(6) 2020) report small joint effusion but no loosening as previously suggested in prior report (dated (B)(6) 2019). Doi: (B)(6) 2015 (femur and patella), doi: (B)(6) 2018 (cement, insert and tibial components), dor: unknown, left knee.